Event description:
Updated summary: it was reported to medtronic minimed that the customer was hospitalized for low blood glucose with a bg value of 50 mg/dl. Emergency medical visit was dispatched. The event involved product(s) mmt-1884, mmt-431ag, and mmt-342. Treatment included paramedic-administered juice and IV insulin at the emergency medical visit. Troubleshooting was performed, and the customer, using the 780g system with guardian link transmitter 4, experienced sensor signal loss after the pump battery depleted and the pump shut down. The transmitter ID was not programmed into the pump; guidance was provided to delete any existing paired transmitter and pair the current transmitter per IFU. The transmitter successfully communicated with the pump, and the customer received the ¿sensor connected¿ alert. No further patient complications were reported. No product return was required for mmt-1884, mmt-431ag, or mmt-342.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized for low blood glucose with a bg value of 50 mg/dl. Emergency medical visit was dispatched and was admitted to hospital. The event involved product(s) mmt-1884, mmt-431ag, mmt-342. Treatment included paramedic-administered juice and IV insulin at the hospital. Troubleshooting was performed and the customer, using the 780g system with guardian link transmitter 4, experienced sensor signal loss after the pump battery depleted and the pump shut down. The transmitter ID was not programmed into the pump; guidance was provided to delete any existing paired transmitter and pair the current transmitter per IFU. The transmitter successfully communicated with the pump, and the customer received the ¿sensor connected¿ alert. No further patient complications were reported. No product return was required for mmt-1884, mmt-431ag, mmt-342.